Event description:
The customer alleged questionable ion selective electrode (ise) results for one sample. Auto repeat by the analyzer yielded comparable results. The auto repeat results were not provided. The original and repeat results are as follows. All units are mmol/l. Sodium (na) - original: 75; repeat: 141 potassium (k) - original: 2.4; repeat: 4.5 chloride (cl) - original: 225; repeat: 107. All original results were reported outside of the laboratory and questioned by a physician. The sample was then repeated on the original analyzer. The patient was not adversely affected. The na electrode lot number was 21514945 with an expiration date of 06/08/2012. The k electrode lot number was 21520554 with an expiration date of 08/03/2012. The cl electrode lot number was 21520455 with an expiration date of 07/13/2012. The field service representative stated that the customer suspected a clot and a sample aspiration error. He performed corrective maintenance and the customer repeated patient testing. The precision of ises was also checked. The customer obtained correct results; and precision was run successfully. The analyzer was performing to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.